Event description:
It was reported that the patient received inappropriate therapy due to oversensing caused by noise. The pace/sense portion of the lead was capped and replaced with a new lead. The high voltage portion remains in use. A report of rv (right ventricular) lead fracture was subsequently received. No patient complications were reported as a result of this event.

Manufacturer narrative:
Other text : it was reported that the patient received inappropriate therapy due to oversensing caused by noise. The pace/sense portion of the lead was capped and replaced with a new lead. The high voltage portion remains in use. A report of rv (right ventricular) lead fracture was subsequently received. No patient complications were reported as a result of this event. No conclusion can be drawn lead(s), fracture of oversensing device remains activated, shock, inappropriate, noise.